Manufacturer narrative:
H3: one cadd legacy 1 was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The moment the device was powered up the device started double beeping. The downstream sensor caused the issue and it will be replaced to resolve the issue.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached. There was no patient involved.